Manufacturer narrative:
A return of this lead is intended. Upon receipt, analysis will be performed in an attempt to determine the root cause of this event.

Event description:
Boston scientific received information that five days post implant, this atrial lead dislodged. Upon removal, visual inspection revealed the helix was non-functional. The lead was successfully replaced. No adverse patient effects were reported.

Event description:
- -

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid and/or tissue inside the helix housing caused the irregularity in helix function. Laboratory could not confirm the lead dislodgement.